Event description:
It was reported that the patient experienced discomfort at the ipg site due to weight loss. As a result, surgical intervention may be undertaken at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the ipg and lead were explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.